Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. It was reported that the patient was explanted due to ineffective therapy. The ipg exhibits normal device characteristics. Therefore, the probable cause selected is no problem detected.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively.

Event description:
A report was received that the patient had inadequate stimulation. The patient underwent an ipg explant procedure and was doing well postoperatively.